Manufacturer narrative:
A steroid (injection and topical) was administered. This report is submitted on december 12, 2019.

Manufacturer narrative:
This report is submitted on september 02, 2019 by cochlear ltd.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection which were treated with antibiotics (both oral and topical).